Event description:
It was reported that the pt underwent an maxillary ridge augmentation using rhbmp-s/acs. Two to three weeks post-op, the pt developed fatigue and arthralgia. The pt was referred to a rheumatologist and was put on steroids. At this time, the pt is improving.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.